Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported an unknown quantity of wafers that had an off-centered starter hole in the past. The quantity of used and unused wafers was unknown. It had been an ongoing issue for approximately 12 years. He stated that approximately 12 years ago, he started noticing that wafers had an off-centered opening. The end user stated that he "never took the time to complain". He estimated that 70-80% of the wafers from every box he received were off-centered. Most were not "too off-centered". Sometimes 2-3 were off-centered so much that he would not use them and discarded them. He reported that he had many market units as he had a "stockpile" of products. He did not wish to go through them to review lot numbers and exact quantities affected. He denied harm to stoma or skin as a result of use. No photo is available at this time.